Event description:
It was reported that the right ventricular (rv) lead was oversensing. In addition, the right atrial (ra) lead was also oversensing and had a possible fracture. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: vedr01 ipg; implanted: (B)(6) 2006. (B)(4).